Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: a review of the pump black box showed evidence of short battery life. During investigation, multiple cracks were found in the battery compartment. No evidence of moisture contamination inside battery compartment. The returned battery cap was able to fully tighten to the pump and power on the pump. Current draws measured within specification. The pump cover was removed and no moisture or loose components were found internally. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.